Event description:
Hcp reported at refill, the reservoir was full of morphine. The patient had been complaining of vomiting, diarrhea, and increased pain. Patient was put on oral analgesics. A pump x-ray revealed a rotor stall. The pump was replaced in 2002. The patient is now at home and still not feeling well, patient spoke with the physician today and was told to keep using oral pain meds along with the pump and to give it some time.